Event description:
The facility representative reported a colleague infusion pump with an 808:02 failure code. It is unknown which process step this event occurred during, though it is known to have occurred in acute nursing. There was no report of patient injury or medical intervention necessary. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of 808:02 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition. (B)(4).